Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in a proximal left anterior descending artery (plad) and approximately 24 months later, on (B)(6) 2013, the patient had an angiogram with findings of severe in-stent 99% restenosis in the plad. There was no angina or no diagnosis of a myocardial infarction (mi) reported. A cutting balloon technique was done on 10/31/2013 with no obvious residual stenosis observed and a timi 3. The symptoms are listed as chronic with sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported device malfunction or product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch, the following information was received: the patient was hospitalized on (B)(6) 2013 due to in-stent restenosis. On (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.